Event description:
The customer obtained a falsely depressed architect calcium result. The customer uses a normal range of 8 to 10 mg/dl. On (B)(6) 2022 sample ID (B)(6) generated an initial result of 3.4 mg/dl, which was inconsistent with the patient's previous result of (B)(6) mg/dl. The sample was repeat twice and generated (B)(6) and (B)(6) mg/dl. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier = (B)(6). No further information was provided.

Manufacturer narrative:
Investigation of the complaint issue included review of the complaint details, complaint activity, trending reports, device history records and labeling. Return testing was not completed as returns were not available. The customer determined there were bubbles on the surface of the specimen, indicating a possible pre-analytical condition may have caused the initial low result. Review of complaint activity and trending data did not identify any issues or trends. Review of device history records did not identify any issues associated with the complaint issue. Labeling was reviewed and sufficiently addresses the complaint issue. Based on this investigation, no systemic issue or deficiency were identified for the architect calcium assay.

Event description:
The customer obtained a falsely depressed architect calcium result. The customer uses a normal range of 8 to 10 mg/dl. On (B)(6) 2022 sample ID (B)(6) generated an initial result of 3.4 mg/dl, which was inconsistent with the patient's previous result of 9.5 mg/dl. The sample was repeat twice and generated 9.9 and 9.9 mg/dl. No impact to patient management was reported.